Manufacturer narrative:
Cvi analyzed the returned lenses. Five lenses were returned with one lens opened. Four sealed blisters were sent for micro testing, evaluated, and no defects were found. The association between coopervision's lenses and the event is unconfirmed.

Event description:
The contact lenses were used for the first time and then discarded upon lens insertion, the patient experienced pain in the right (od) eye which resulted in urgently going to the ophthalmologist. It was reported by the ecp that an ulcer appeared on the right (od) eye after one day of contact lens wear. An eye drop (name of treatment unknown) was prescribed with a frequency of 6 times per day. The patient has temporarily discontinued lens wear and this event has not yet resolved. This event is being reported in abundance of caution per allegations of a central corneal ulcer without medical information. Additional information received will be provided in a follow-up report.